Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) was explanted due no to telemetry and no pacing. The ipg was implanted for approximately 22 months prior to it being explanted and returned for analysis. Guidant has not received replacement device information.